Event description:
It was reported this was a triclip procedure to treat functional severe tricuspid regurgitation (tr), coaptation gap, rotated heart. A triclip xtw (50129r1067) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw (50129r1064) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred, and while in the rv, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred, causing flail. The clip was removed from the patient. No additional clips were implanted, and tr increased to massive.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping, capture and positioning the clip and difficult to remove from the anatomy resulting in unspecified tissue injury (chordal rupture) and subsequent tricuspid valve insufficiency/regurgitation appear to be related to patient conditions and due to a coaptation gap and a rotated heart. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional severe tricuspid regurgitation (tr), coaptation gap, rotated heart. A triclip xtw (50129r1067) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw (50129r1064) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred, and while in the rv, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred, causing flail. The clip was removed from the patient. No additional clips were implanted, and tr increased to massive.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping, capture and positioning the clip and difficult to remove from the anatomy resulting in unspecified tissue injury (chordal rupture) and subsequent tricuspid valve insufficiency/regurgitation appear to be related to patient conditions and due to a coaptation gap and a rotated heart. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with triclip procedures. Medication required was a result of case-specific circumstances as diuretics was administered. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional severe tricuspid regurgitation (tr), coaptation gap, rotated heart. A triclip xtw (50129r1067) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. The tr was unchanged after the first clip deployment. To further reduce tr, a second clip, a triclip xtw (50129r1064) was inserted, and grasping was performed. However, difficulties positioning the clip, difficulties grasping, and difficulties capturing the leaflets occurred, and while in the right ventricle (rv), the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred, causing flail. The clip was removed from the patient. The post procedure tr was noted as grade 'massive.' The patient received diuretics to reduce symptoms and off-load the right side of the heart. No additional clips were implanted.